Event description:
It was reported a non-dehp i.v. Catheter extension set disconnected. The event occurred during an unknown process step while connected to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photograph, the female end was observed separated from the tubing. The reported condition was verified. Due to the nature of the provided sample, no further testing could be performed; therefore, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.